Event description:
It was reported that the asymptomatic patient went into the clinic for the pulse generator replacement coupled with the atrial lead revision. The atrial lead exhibited noise. The lead was explanted and replaced successfully. The new pulse generator had lost radio frequency telemetry when connected to the lead. Upon interrogation, the device exhibited backup vvi operation. The device was not used and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and it was due to the power on reset. The device was tested on the bench and tears were found in the battery insulation. Tears in the insulation were consistent with damage during the manufacturing process.